Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error alarm. Customer's blood glucose was 8.0 mmol/l. Customer removed the battery, reinserted it after waiting a period of time, and the alarm reoccurred. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer was advised the local office will call back to inform customer in regards replacement. The device is not being returned for analysis.